Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a delay in therapy for a ventricular fibrillation (vf) episode where the patient was experiencing syncope. Technical services (ts) assessed the episode, determining it to be true vf that successfully converted with one round of anti-tachycardia pacing and one shock. Ts recommended lowering the vf rate cutoff, shortening the detection duration, and turning off quick convert for quicker therapy to occur. The ICD is operating as programmed. No additional adverse patient effects were reported. This ICD remains in service.